Event description:
It was reported by the clinician that they inserted a cv-22854 into a cardiac patient who experienced an allergic reaction. The catheter was removed. The lot number information is not available as the customer destroyed the packaging. Upon investigation, it appears that all cardiac patients have two chlorhexidine showers prior to surgery, together with chlorhexidine mouthwashes. There is no monitoring of the amount of chlorhexidine used in either the shower or mouth wash. They also use chloraprep 2% as a skin preparation. It was noted general intensive care units and theatres use the same catheters, but only use chloraprep 2% for skin preparation and have had no incidents. The department will not provide any of the data requested and will not assist in any way.

Manufacturer narrative:
Sample will not be returned for evaluation.